Event description:
The attorney for the pt has made the following allegations: (1) the pt was switched to a new homecare provider. (2) after switching to the hcp, his oxygen equipment failed (no oxygen flow) on six occasions during a 6 month period involving different companion stationary units. (3) one of the six failures resulted in the pt passing out and being taken to the hosp by ambulance. The initial diagnosis and current condition of the pt are not known.